Event description:
A cartridge alarm was reported by the customer, but there was no adverse impact on the customer's blood glucose level. The issue did not occur during the load process and was not previously reported with this pump serial number. The customer successfully loaded a new cartridge using the proper technique and resumed insulin therapy, resolving the issue. No additional information was provided regarding the outcome.